Manufacturer narrative:
The reported meter (B)(4) has been returned and investigated with retained test strips. Visual inspection has been performed on the returned meter and no issues were observed. The meter powered on with a button and with strip insertion. Control solution testing has been performed and no issues were observed. All results were within range specification. No malfunction or product deficiency was identified. An extended investigation has been performed for the unk strip and there was no indication that the product did not meet specifications. A valid serial number has not been provided. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformance's that could lead to the complaint. A tripped trend review was conducted for the reported complaint and precision strips, no trends were identified that would indicate any product-related issues. If the strip is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A health care professional reported receiving a high reading from their adc hospital blood glucose meter. Customer reported a high reading of 493 mg/dl which was higher than a lab reading of 150 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A health care professional reported receiving a high reading from their adc hospital blood glucose meter. Customer reported a high reading of 493 mg/dl which was higher than a lab reading of 150 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.